Event description:
It was reported that the insulin pump alarmed button error twice, but the third time the customer was able to clear the alarm and continues using the insulin pump. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip.